Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
It was reported that following uneventful cataract plus trabecular micro bypass stent system procedure, the patient presented twice with stents obstruction associated with iop increase (+ 30 mm hg) postoperatively. According to the surgeon, ¿small brown and white flakes/chips¿ like matter clogged the stents, but the surgeon cannot confirm if it is from the iris. Following yag procedure (twice), the iop decreased around 15 mm hg. Additional information is being requested.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).